Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead (ra) exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.